Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to power on the generator and it did not turn on, hence replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, and the reported problem was not confirmed using the system error logs. Upon visual inspection there was a possible issue found that would be related to the reported event. The iesu was tested using the system, the unit displays error c-02 and u-02 when testing bipolar and it went back on the intuitive splash screen showing multiple u-02 errors. The iesu was power cycled and u-02 error showed on start in the logs. The iesu will be sent to original equipment manufacturer for further investigation. The complaint was not confirmed but was replicated by failure analysis which indicates that the device may have contributed to the customer reported complaint. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error u-02. This error indicates a checkmaster communication failure. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.